Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for hematoma since a hematoma was observed as per allegation. Manual pressure was applied and no further issue was experienced. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - no patient involvement. Date of birth - no patient involvement. Ethnicity - no patient involvement. Explanted date: no patient involvement. Occupation- inventory specialist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient got up for the first time to use the bathroom around noon and on the way back to be complained of pain in her right leg. She had an 8cm hematoma. Pressure was held and a femstop was applied at the site. The femoral artery was visualized prior to closure. There was no access complication were noted. The procedure performed was a mitral clip. Patient is known to be stable. Additional information 15september 2021: the procedure sheath was a 7fr. There were notes regarding difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no notes regarding any issues with insertion, deployment, or withdrawal of the device.